Manufacturer narrative:
Analysis received the unit with button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer stated the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.